Manufacturer narrative:
Performed visual inspection on returned sensor patch and no issues were observed. Extracted data from returned sensor using approved software. Sensor was found to be in state 5 (normal termination). Sensor plug was fully seated. Removed sensor plug assembly and inspected sensor plug assembly. Observed that the sensor neck had a crack across the width and through the carbon layer. The observed crack is consistent with an insertion error. No product malfunction was identified.

Event description:
Customer reported her adc freestyle libre sensor produced an error message. Customer further reported that on (B)(6) 2017 because of the error message she could not get a result. It was further reported that during the night she began to experience ¿hypoglycemia¿, noting she was ¿moving and crying¿ so a family member gave her sugar to ingest. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc freestyle libre sensor produced an error message. Customer further reported that on (B)(6) 2017 because of the error message she could not get a result. It was further reported that during the night she began to experience ¿hypoglycemia¿, noting she was ¿moving and crying¿ so a family member gave her sugar to ingest. No additional treatment was required. There was no report of death or permanent injury associated with this event.